Manufacturer narrative:
Previously reported: the manufacturer received information alleging a "ventilator service required" alarm condition occurred while in use by the patient. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer¿s complaint was not duplicated by operational checking performed. Usb connected and usb disconnected were logged multiple times in a short period and e-202 indicating "ventilator service required" alarm was logged after that. Error code e-202 (speaker failure) and e- 200 (failure in the sounding buzzer) was found in the ventilator's downloaded error log. The device's system pca was replaced to address the issue. The speaker assembly and buzzer assembly were replaced as prevention. New information: the device was sent to the (pil) philips investigation lab for further investigation and the customers complaint was not confirmed. The pil was unable to duplicate the alleged failure of the system pca, display board, buzzer and speaker and has determined that the components function as designed. The components were scrapped.

Event description:
The manufacturer received information alleging a "ventilator service required" alarm condition occurred while in use by the patient. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer¿s complaint was not duplicated by operational checking performed. Usb connected and usb disconnected were logged multiple times in a short period and e-202 indicating "ventilator service required" alarm was logged after that. Error code e-202 (speaker failure) and e- 200 (failure in the sounding buzzer) was found in the ventilator's downloaded error log. The device's system pca was replaced to address the issue. The speaker assembly and buzzer assembly were replaced as prevention. The device was confirmed to work properly.